Event description:
During procedure, doctor allegedly saw a piece come off the 27071zj biopsy forceps and fall into the pt. Hospital performed an x-ray and could not identify a foreign body. At this time, no info has been provided as to whether they will conduct any further surgery to locate the piece.